Event description:
This (B)(6) female patient underwent successful stenting of the distal left internal carotid artery on (B)(6) 2009. On (B)(6) 2010, it was discovered that the precise stent implanted during the index procedure had restenosed. The patient has been scheduled for balloon angioplasty on (B)(6) 2010, to treat the restenosis. The event was noted as related to the index product and procedure. The patient suffered no known sequelae from the restenosis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14076271 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. In-stent restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.